Event description:
It was reported that during an implantation of an intraocular lens (iol) into the eye it was noticed that the central optic was scratched. The incision was enlarged to allow for removal of the iol and a successful intraoperative lens exchange was performed using a backup iol of the same model and diopter. Sutures were not required. The were no injuries reported.

Manufacturer narrative:
Although requested, the device is not available for evaluation. A review of the device history record (DHR) did not find any non-conformities or anomalies related to this event. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Manufacturer narrative:
Although requested, the device was not returned for evaluation and additional information regarding the event was not provided. The trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.